Event description:
Per the clinic, the patient experienced burning sensation, pain and discomfort at implant site. Subsequently, the device was explanted on (B)(6) 2026; and reimplanted with another cochlear device during the same surgery.